Event description:
Additional information received indicated that the noise on the right ventricular (rv) lead was over-sensed.

Event description:
It was reported that the patient presented in clinic for a generator exchange procedure. It was noted that the right ventricular (rv) lead was sensing noise. Fluoroscopy determined the rv lead had externalized conductors. The patient was asymptomatic. The rv lead was capped and a new rv lead was successfully implanted on (B)(6) 2021. The patient was stable throughout the procedure.